Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle and capsule were closed on receipt of the device. Delamination was evident to the capsule. The nosecone was overcaptured by the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. It was possible to recapture the partially deployed valve with no issues noted. No other deformation evident to the remainder of the device the reported positioning difficulties could not be confirmed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, the valve was advanced to the aortic root with the delivery catheter system (dcs). After primary positioning, a hemodynamic assessment and fluoroscopic imaging were performed following 2/3 release of the valve, which revealed suboptimal height positioning. The valve was subsequently recaptured; however, during attempted closure of the capsule and retrieval, the valve slipped out of the capsule when the capsule was slightly more than 2/3 closed. The valve, located above the annulus, was subsequently pulled to the aortic arch using a snare. Fluoroscopy confirmed that no vessels had been displaced, and the patient remained stable. The valve was left in the aortic arch and the patient's condition was monitored.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, the valve was advanced to the aortic root with the delivery catheter system (dcs). After primary positioning, a hemodynamic assessment and fluoroscopic imaging were performed following 2/3 release of the valve, which revealed suboptimal height positioning. The valve was subsequently recaptured; however, during attempted closure of the capsule and retrieval, the valve slipped out of the capsule when the capsule was slightly more than 2/3 closed. The valve, located above the annulus, was subsequently pulled to the aortic arch using a snare. Fluoroscopy confirmed that no vessels had been displaced, and the patient remained stable. The valve was left in the aortic arch and the patient's condition was monitored. Additional information was received indicating that there was slight resistance during recapture, but after further turning, the resistance was no longer noticeable and the valve had already partially slipped out of the capsule.